Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser that was reported to have completed delivery of tpn for pediatrics/medication before the scheduled time. There was patient involvement; however, no human harm was reported.

Manufacturer narrative:
The customer did not respond to requests to send the pump back to the service hub for analysis and evaluation and the device was not returned for investigation. Therefore, visual inspection and functional testing were unable to be performed. A review of the device 12-month service history was performed and no similar event was indicated. The device event history/alarm logs were reviewed and it was determined that the pump operated correctly and also delivered accurately per design. Therefore, the reported complaint could not be replicated or confirmed. Updated information can be found in d9 - device available for evaluation.